Event description:
It was reported by a getinge field service engineer, that during check out, the pim housing was cracked in the cardiosave intra-aortic balloon pump (iabp). There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Additional information: (B)(6). It was reported by a getinge field service engineer, that during check out, the pim housing was cracked in the cardiosave intra-aortic balloon pump (iabp). There was no patient involvement, and no adverse event reported. He states that during a checkout of the system the pim housing was noticeably cracked. Service replaced the pim housing. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use.

Event description:
It was reported that during service by a getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) pim housing was cracked. There was no patient involvement.

Manufacturer narrative:
This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). A supplemental report will be submitted when the evaluation is completed.